Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive keypad and the buttons were sticking. The numbers kept increasing when the customer tried delivering a bolus. The customer's blood glucose was 100 mg/dl, which was treated with manual injection. The discontinuation of the device was advised. Nothing further was reported.